Event description:
Ous MDR - it was reported that approx. 90 months after the implantation oversensing and inappropriate shock delivery was reported. A revision is scheduled for the future.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.